Event description:
A cartridge alarm was reported by the caller, who had experienced cartridge alarms with consecutive cartridges. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts resolved the issue by sending a replacement pump and provided the caller with necessary instructions for backup therapy, storage mode, and returning the problematic pump within 10 days.